Event description:
The patient's mother contacted dexcom technical support on (B)(6) 2014, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2014. On (B)(6) 2014, the patient was in his doctor's office for a regular appointment and was advised by the doctor to go to the ER because of the hyperglycemia event. The patient was treated and released the same day. The patient uses multiple bg meters, which is against user guide recommendations. At the time of the call to dexcom technical support, patient's mother reported that the patient was feeling fine.

Manufacturer narrative:
(B)(4).